Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("finally free from essure hell") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this case cross referenced with case number (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both coils were fractured during removal/ after the coil broke we were still able to remove an additional piece from each cornua') and salpingitis ('inflamed, friable mesosalpinx on the right') in an adult female patient who had essure (batch no. B94872, c08524) inserted. The patient's concurrent conditions included uterine bleeding, dyspareunia, groin pain, bloating and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and salpingitis outcome was unknown. The reporter considered device breakage and salpingitis to be related to essure. The reporter commented: this case cross referenced with case number (B)(4). Essure deployed bilaterally with zero coils in the uterine cavity on the right side and approximately 3 in the uterine cavity on the left side. Most recent follow-up information incorporated above includes: on 16-dec-2020: mr received. Event medical device removal was updated to "after the coil broke we were still able to remove an additional piece from each cornua". New event- salpingitis added. Reporters information, lot number and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both coils were fractured during removal/ after the coil broke we were still able to remove an additional piece from each cornua') and salpingitis ('inflamed, friable mesosalpinx on the right') in an adult female patient who had essure (batch no. B94872, c08524) inserted for female sterilisation. The patient's concurrent conditions included uterine bleeding, dyspareunia, groin pain, bloating and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and salpingitis outcome was unknown. The reporter considered device breakage and salpingitis to be related to essure. The reporter commented: this case cross referenced with case number 2017-234603. Essure deployed bilaterally with zero coils in the uterine cavity on the right side and approximately 3 in the uterine cavity on the left side. Amendment: the report was amended for the following reason: this is retention case. All the information from the deletion case 2019-159063 were transferred including references, reporters information and source documents. MFR control no. Of deletion case is 2951250-2020-12530. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both coils were fractured during removal/ after the coil broke we were still able to remove an additional piece from each cornua') and salpingitis ('inflamed, friable mesosalpinx on the right') in an adult female patient who had essure (batch no. C08524-inv, b94872) inserted for female sterilisation. The patient's concurrent conditions included uterine bleeding, dyspareunia, groin pain, bloating and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and salpingitis outcome was unknown. The reporter considered device breakage and salpingitis to be related to essure. The reporter commented: this case cross referenced with case number (B)(4) . Essure deployed bilaterally with zero coils in the uterine cavity on the right side and approximately 3 in the uterine cavity on the left side. Batch no b94872 production date 2013-11-16 expiration date 2016-11-30. Lot number reported (c08524) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.